Manufacturer narrative:
(B)(4) - incorrect anatomy, against resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/physical resistance in the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states xience prime is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo (new) native coronary artery lesions. It is likely that the confirmed shaft separation and noted shaft kinks occurred as a result of mishandling as the device was pushed against resistance. It should be noted that IFU states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components.

Event description:
It was reported that the procedure was to treat a diagonal graft. During advancement of the xience prime stent delivery system (sds), resistance was met in the lesion and had to be pushed quite hard to cross; however, the stent was deployed without any issues. The sds was removed from the patient without any difficulty or resistance, but when it came out it was in two separate pieces. The separation was approximately 12 cm from the hub. The entire device was removed from the patient with the guide wire and guide catheter without intervention. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.